Manufacturer narrative:
The customer's reported complaint of a leak from the cool line catheter (lot # 150341) was confirmed during functional testing. A leak was observed from the proximal end of the distal balloon due to a balloon tear. The probable root cause of the reported complaint was a latent material defect. Upon visual inspection, no physical damage was observed. Blood residues were noticed inside the catheter's balloons and the distal luered tubing. During functional testing, all infusion ports and extension tubes were flushed without resistance. Upon flushing the in/out lumens, the leak was observed from the proximal end of the distal balloon, confirming the reported complaint. During further inspection of the catheter under a microscope, a balloon tear was observed at the proximal end of the distal balloon. No further functional testing was performed due to the discovered/confirmed leak. It is unlikely that the defective catheter was shipped. During manufacturing, all catheters are 100% inspected for leaks by subjecting them to pressure testing. Only units that passed are moved to the following process. Historical complaints were reviewed for information related to the reported complaint, and there were no similar complaints reported for the cool line catheter with lot number 150341.

Event description:
The cool line catheter (lot # 150341) was used in ivtm therapy. Ten hours after the therapy had begun, during the cooling phase of the treatment, the customer noticed that volume of the 500-ml saline bag had decreased. The customer noted the issue before an "air trap" alarm occurred. Upon inspection, the customer did not observe any traces of saline on the console, patient's bed, or the floor. The catheter and saline bag were replaced, and the treatment resumed. The customer flushed the catheter using a syringe and observed a leak from one of the catheter balloons. The customer did not provide information about the potential amount of saline infusion into the patient's bloodstream. No consequences or impact to the patient.